Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by maude event report (B) (4) that the surgeon was using the endoscopic linear cutter when the device malfunctioned. The cutter was removed and the procedure was converted to open. Device not available for evaluation. Followup has been made to the account for additional information, no response to date, a supplemental report will be sent upon receipt of additional information.